Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted into the right atrium (ra), but while testing the clip, it was observed the gripper associated with the tactile marker did not lower. Troubleshooting was performed and issue was able to be fixed; therefore, the clip was successfully placed on the mitral valve. One additional clip was successfully placed on the mitral valve, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.